Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer stated that blood glucose would not go down below 267 mg/dl. Customer's blood glucose was 400 mg/dl at the time of the hospitalization. Customer was injected with 20 units. Customer was wearing the insulin pump at the time of the event and had diabetes ketoacidosis. Customer stated found air bubbles in the tubing. Insulin pump alarmed no delivery and motor error. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided

Manufacturer narrative:
Insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. No motor error alarm or excessive no delivery alarm noted. Insulin pump functioned properly. Motor was tested outside the device and passed. Insulin pump received with minor scratched liquid crystal display window and cracked reservoir tube lip.(B)(4)